Event description:
It was reported that following the implant procedure, the patient developed a large left pleural effusion seen on fluoroscopy which was confirmed the following day with chest x-ray. Thoracentesis was performed. The left ventricular lead remains in use. World-wide randomized antibiotic envelope infection prevention trial. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.